Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a thoracic aortic aneurysm. It was reported that on a follow up CT scan observed a distal type I endoleak. The physician commented that the type ib endoleak may have been caused by the enlargement of the aneurysm diameter. No additional clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received for this case. The secondary intervention was performed a valiant 40x40x100 was implanted; however, a specific endoleak was not confirmed by angiography prior to the intervention. The endoleak has been resolved.

Manufacturer narrative:
(B)(4).